Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid would not flow through the drip chamber of an interlink buretrol solution set. This occurred during priming of the set with an unknown solution. The reporter stated that the drip chamber was squeezed, but this did not make the fluid flow through. There was no patient involvement. No additional information is available. This is report 2 of 3.